Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the ventricular assist device (vad), and the controller were not returned for evaluation. Log file analysis revealed normal power consumption within the analyzed period. Additionally, no alarms or controller power up events were logged within the analyzed period. As a result, the reported double disconnect event could not be confirmed. Information provided by the site indicated that the patient was found unconscious. A computerized tomography (CT) scan revealed ischemic cerebrovascular accident (cva) with hemorrhagic conversion and the patient died the following day. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: con401353 h3: yes h6: img code(s): g04105 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 350974 lead, 355263 lead, unknown lead. Implanted: (B)(6) 2009, additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial #: (B)(4), UDI #: (B)(4), device evaluation anticipated, but not yet begun. Mfg date: 09-aug-2018, patient time code(s): (B)(4), imf code(s):(B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found unconscious. Upon arrival of the emergency medical technicians (emts), batteries were plugged into the controller and the patient "perked right up." Of note, it was uncertain how long the patient was unconscious for or if any alarms were heard. The patient was admitted, and the patient experienced a stroke. A computerized tomography (CT) scan revealed cerebrovascular accident with hemorrhagic conversion. The following day, the patient died. The patient¿s cause of death was deemed to be a cerebrovascular accident (cva).